Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect anti-hcv reagent has generated a (B)(6) result on a patient that (B)(6). The results were repeatedly (B)(6). (B)(6). The (B)(6) result was (B)(6) (units of measurement were not provided). There was no adverse impact to patient management reported.